Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. (B)(4).

Event description:
The physician reports that several years after performing cataract surgery with implantation of the akreos intraocular lens, opacification of the lens was noted which increased over time and led to significant visual impairment of the patient. Add'l info has been requested.